Event description:
The customer reported via phone call experiencing high blood glucose levels for a day. The customer stated that she changed out her set the day prior and everything seemed fine until the afternoon. She stated that she had not treated with the right amount of insulin at lunch. She reported that her blood glucose was still high even after treating with the insulin pump. The customer's blood glucose was 374 mg/dl. She did not exhibit any symptoms of high blood glucose but noted that she felt hyper. She declined troubleshooting assistance for high blood glucose. She noted that she had two insertion sites in her body at the same time, which she was advised was considered off label use; she was advised against doing this. No bent cannula was found. The customer was advised to replace infusion set and reservoir and agreed to return the supplies for analysis. She was advised to change the entire set, including insulin. She stopped troubleshooting due to the speed of the solution.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the reservoir showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.